Event description:
In 2003 an md attempted to place a femoral dialysis catheter. The guide wire that was used uncoiled. Both catheter and guide wire were removed. A new catheter and guide wire were placed.